Event description:
It was reported to boston scientific corporation in 2007, that a jagwire guidewire was used during a procedure on the same day, (patient gender, age and weight unknown). According to the complainant, during the procedure the [endoscopic retrograde biliary drainage] erbd tube was failed to advanced from papilla to bile duct due to tortuous and pulsation. Therefore, a papillotomy knife; CT-30, used for 0.035inch was used and this jagwire was advanced through the lesion. After the papillotomy knife removal, the distal of the jagwire was remained in the bile duct. The procedure was successfully completed with another jagwire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
A visual inspection of the returned device revealed that approximately 4cm of pebax was severed from the wire. According to the conducted investigation the exact root cause and/or circumstances under which the failure occurred can not be determined at this time based on the complaint information and the evidence presented by the incident device. However, the most probable root cause is that the detachment of the pebax could have been caused by the use of a sharp instrument. The complaint description states that a papillotomy knife was used in the procedure, after removal of the knife the detachment of the pebax was noticed.